Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to medical attention due to symptoms: shaking and sweating . Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strips. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 187, 163, 72, 98 and 90mg/dl. The customer¿s expected am fasting blood glucose test result is 159mg/dl and expected 2 hour pre-meal blood glucose test result range is 130-140mg/dl. The customer feels well and did not report any symptoms. Customer stated that earlier that day she called the ambulance because she was shaking and sweating after having her lunch. Customer stated that prior to eating her lunch, she tested her blood glucose and it was 163mg/dl fasting. Customer stated that after she had her lunch she began to feel sweaty and was shaking so she took her blood sugar and it was 72mg/dl non-fasting. Customer stated that she drank some orange juice, tested again and obtained 98mg/dl non-fasting; customer stated that she checked it again and it dropped to 90mg/dl non-fasting. When the ambulance arrived and took her blood sugar it was 115mg/dl non-fasting and she took it with her true metrix and it was 135mg/dl non-fasting. Customer was not taken to the hospital but was advised by the emt to follow up with her pcp. During the call, a back to back blood test was performed by the customer fasting and produced test results of 216mg/dl and 197mg/dl using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 04/30/2023 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: result 1: 187 mg/dl date: (B)(6) 2021 time: 6:30 am fasting, result 2: 163 mg/dl date: (B)(6) 2021 time: 12:47 pm fasting, result 3: 72 mg/dl date: (B)(6) 2021 time: 1:35 pm non- fasting, result 4: 98 mg/dl date: (B)(6) 2021 time: 1:39 pm non- fasting,and result 5: 90 mg/dl date: (B)(6) 2021 time: 1:51 pm non- fasting.